Manufacturer narrative:
Analysis received the unit with missing segments due to cracked zebra connector on lcd. However, all the buttons functioned properly and no moisture damage found on the keypad traces, under lcd window, electronic assembly, or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they see moisture damage under the lcd screen and some segments missing from the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.